Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm on the homechoice (hc) unit during use. The technical service representative (tsr) had the home patient (hp) push in and twist the spike on both the heater bag and final bag. The hp accidentally pulled the connection on the final bag apart and the final bag was leaking. The tsr assisted the hp to end therapy early and advised the hp to contact the nurse about missed therapy. No injury or medical intervention was reported.

Event description:
On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake, did not wear a mask and area not clean before starting peritoneal dialysis". On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was break in aseptic technique. On an unknown date, the patient began remedial therapy with vancomycin (2gm, weekly, ip) and gentamycin (80mg, weekly, ip). Dianeal therapy was reported as ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The root cause of the separation was due to use error. The home patient accidently pulled the spike out of the final bag. A sample evaluation will not be performed as this was determined to be a use error. A labeling review was completed and found to be adequate. The reported problem was resolved over the phone using current label copy. Baxter will continue to monitor similar reports to determine if further actions are required.